Event description:
It was reported that the lead dislodged within three days of implant. After removing the lead, it was noticed that the rubber tubing at the top portion of the lead was not sealed. It was possible to slide the tubing back and forth over the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed). Visual analysis revealed that there was evidence of medical adhesive where the connector sleeve met the outer insulation. This met specifications.